Manufacturer narrative:
All buttons function properly however moisture damage was found on keypad traces. No sticky buttons, ramping number on their own or scrolling bar moving anomaly noted. Pump received with crack case on top right and bottom left and right corners near display window and crack on reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 12.8 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.